Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2016 and one other similar event has been reported in 2018 on cardioplegia side. It cannot be ruled out that the blocked patient and cardioplegia pumps emitted the burning smell reported. Moreover the damaged motor bearings as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase, led to a mechanical jamming of the stirrer motor and a high power consumption which ultimately caused an electrical failure of the cpu and distribution boards. Based on all the above findings, it cannot be ruled out that the most likely root cause of the reported event is wear/aging of the parts with the contribution of the action of disinfectants during disinfection procedures and environmental condition in which the component was working, as high temperatures, humidity, and condensation. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components. However, there is no concerning trend for this kind of failures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united kingdom. Through follow up it was confirmed the 3t heater cooler displayed the start test cannot access can controller (e36). A livanova field service representative was dispatched to the facility to investigate the device and fault was replicated during unit inspection. To correct the fault patient 2 motor (burnt smell and not rotating), warm plegia motor (not rotating) and cpu and distribution pcb's (faulty) were replaced. The device has been tested and returned to customer. Probably the damaged motor bearings (corroded) led to a mechanical jamming of the stirrer motor and a high power consumption which ultimately caused an electrical failure of the cpu board. Through subsequent follow up, it was clarified the pump motor was not rotating by command and the 3t was not overfilled. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that main tank of the 3t heater cooler was not circulating and was not able to suck waterlines back on either tank. A burning smell from the front with a fizzing sound as well seem to be water leak from underneath the device. There was no patient involvement.